Event description:
It was reported that episodes of noise were observed on the atrial channel. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.